Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: approximately 8 months after the procedure. It was reported via trial that on (B)(6) 2009, the pt underwent stenting in the predilated mid right coronary artery (rca) with two planned xience v stents. On (B)(6) 2010, the pt developed weakness and generalized pain. The pt had an abnormal chemical stress test which led to an angiogram. A diagnostic angiogram from (B)(6) 2010, showed in-stent restenosis of the overlapping index stents in the rca and disease in the left anterior descending artery, first obtuse marginal, and the diagonal artery. These lesions were surgically treated with a quadruple coronary artery bypass graft on (B)(6) 2010. The pt's condition is continuing. There was no additional info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up will be submitted with all relevant info. The 2.25 x 28 mm xience v (part 1009526-28, lot 90714p5), is being filed under a separate MFR #.